Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, silicone migration, seroma.

Event description:
Healthcare professional reported right side intracapsular rupture, deformed. Ultrasound found "abundant periprosthetic fluid on the right, extravasation of silicone material, which is interpreted as intracapsular rupture. Right echogenic axillary ganglia, with signs of snow storm, compatible with silicone migration." The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b5, g1, g2, h6. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional later reported capsular contracture baker grade IV.